Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported to the FDA that their insulin pump was not calculating correct bolus dosage to treat a low while in auto mode. The pump was calculating bolus amounts that were too small to treat high blood glucose levels. This would unnecessarily extend the duration of the highs. The customer¿s blood glucose level was around 300 mg/dl at the time of the incident. The pump does not warn users that it is not delivering sufficient insulin amounts. The customer also stated that the pump auto mode learning period was too long and caused customers to go high or low during the learning period. The customer stated that carelink data should be used for the pump to learn the customers' insulin needs instead of spending weeks for the algorithm to learn the needs. Troubleshooting was not completed as the customer reported directly to the FDA. It is unknown if the insulin pump will be returned for analysis.